Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 298 mg/dl at the time of the incident. The customer was informed that energizer (B)(6) alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.